Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to be interrogated with programmer and wands. The technical services (ts) recommended to explant the device. At this time, this s-ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to be interrogated with programmer and wands. The technical services (ts) recommended to explant the device. At this time, this s-ICD remains in service. No adverse patient effects were reported. Additional information was received which indicated that, the patient showed up at the hospital for a magnetic resonance imaging (MRI). Numerous attempts to establish telemetry with the device using different equipment on different days have been unsuccessful. Subsequently, technical services (ts) recommended to replace the device as soon as possible. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This explanted device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual inspection of the exterior revealed no anomalies. Several attempts were made to establish radiofrequency (rf) communication with the device; however, engineers were unable to obtain a successful connection. After chilling the device, rf telemetry was established, suggesting a potential intermittent, temperature-dependent issue within the rf circuitry. Review of the device log files, as well as the programmer log file data from the replacement procedure, revealed multiple interrogation sessions with zero (0) minutes recorded for actual connect time, consistent with the reported clinical observations of difficulty establishing a successful connection with this s-ICD. Additional testing was conducted to further evaluate the intermittent difficulty encountered with establishing telemetry with this device; the rf wake-up periods were monitored while the device was subjected to varying temperatures. Although there were wake-up periods during this testing that were observed to be within the operational threshold (at least 1.8 milliseconds), most of the wake-up periods measured above room temperature were less than the operational threshold. This device behavior is consistent with a rare, shortened telemetry wake-up pulse behavior associated with a telemetry component (oscillating crystal) within the rf circuit, resulting in an intermittent inability to interrogate the s-ICD. Although this behavior resulted in the observed interrogation difficulties, please note that tachycardia therapy remained available to the patient.

Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to be interrogated with programmer and wands. The technical services (ts) recommended to explant the device. At this time, this s-ICD remains in service. No adverse patient effects were reported. Additional information was received which indicated that, the patient showed up at the hospital for a magnetic resonance imaging (MRI). Numerous attempts to establish telemetry with the device using different equipment on different days have been unsuccessful. The magnet was beeping. Subsequently, technical services (ts) recommended to replace the device as soon as possible. This device remains in service. No additional adverse patient effects were reported. Additional information was received which indicated that, this s-ICD was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to be interrogated with programmer and wands. The technical services (ts) recommended to explant the device. At this time, this s-ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to be interrogated with programmer and wands. The technical services (ts) recommended to explant the device. Additional information was received which indicated that, the patient showed up at the hospital for a magnetic resonance imaging (MRI). Numerous attempts to establish telemetry with the device using different equipment on different days have been unsuccessful. The magnet was beeping. Subsequently, technical services (ts) recommended to replace the device as soon as possible. Additional information was received which indicated that, this s-ICD was explanted and replaced. No additional adverse patient effects were reported.